Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the nurse that it was difficult to open the twist clamp of the transfer set. This was noted during use. During follow up, it was clarified that it was hard to open and close the transfer set clamp. The patient stated that it was even more difficult for them to open and close it. There was no cracked, broken and deformed note on the set. There was no patient injury or medical intervention associated with this event. No additional information is available.